Manufacturer narrative:
Product analysis: visual and microscopic inspection revealed the threads of the break off screw have been damaged. The threads have been rolled over from what appears to be some sort of pliers that were used to back the screw out since the tip of the driver was broken off in the set screw. The root cause of failure is undetermined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This part is not approved for use in the united states; however a like device catalog # 5440230, 510k #k112473 , upn# (B)(4) was cleared in the united states. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure : ais type of procedure or technique used : correction fixation it was reported that intra-op, it was the second operation of the two-stage surgery. The reduction set screw was tried to be broken off with the reduction break off driver, but the tip of the driver was broken and remained in the set screw.. The set screw could not be broken off. No fragment remaining in the patient. Patient complications were reported unknown. The set screw was removed with hospital plier. The fragment was washed and discarded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.